Event description:
Customer reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, however, customer has discarded it; replacement was sent.